Event description:
It was reported that during an esophageal stenting procedure, deployment difficulties, a suture break and stent placement problems occurred. The lesion was located in a portion of the esophagus near the stomach. A 0.038 jagwire guide wire was placed. The ultraflex esophageal 18mm x 15mm stent delivery system (sds) was advanced to the lesion, however, it was noted that the sds was bending in the stomach. Upon attempting to deploy the stent, the stent was unable to be deployed. The physician attempted to re-position the stent but deployment was again unsuccessful and the deployment suture was cut. The physician removed the sda and advanced an ultraflex 10cm/distally covered stent, however, upon deployment the stent did not fully cover the lesion. An ultraflex 15cm/proximally covered stent was deployed to complete the procedure. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.